Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, when the plunger was removed, the suture was not retrieved; a posterior cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The analysis revealed that the link was pulled from the swage end of the posterior cuff while retracting the plunger to retrieve the suture. A link detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported cuff miss/suture retrieval issue is confirmed. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.